Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had a loop leakage. There was no harm reported.

Manufacturer narrative:
Updated field: b4, b5, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer evaluated the unit for the reported malfunction. During the evaluation, the leak was confirmed. Further inspection indicated that the safety disk (0997-00-0985-15) was leaking. The customer had an extra safety disk (0997-00-0985-15), which was installed and resolved the reported issue. All functional and safety tests were performed to meet factory specifications. The iabp was returned to the customer for clinical use.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump (iabp) had a loop leakage. There was no harm reported.